Manufacturer narrative:
Product event summary: a partial delivery system was returned and analyzed. The analysis indicated that the delivery system luer housing leaks. Fluid pathway leak was observed on the delivery system. Blood was observed in the lumen of the delivery system. Blood was observed on the outer shaft of the delivery system. Blood was observed on the flush port valve of the delivery system. Blood was observed on the device cup of the delivery system. Blood was observed on the recapture cone of the delivery system. Blood was observed on the tether tube of the delivery system. The analyst noted a partial delivery system was returned without the device, tether and tether pin. The deployment button was in the deployed position with the recapture cone outside of the device cup as expected during deployment. The tether lock was in the locked position. There is blood on the outer shaft located at the distal end of the stability member. Articulation test could not be performed due to only a partial delivery system was returned. Flush test failed due to a leak at the distal end of the tether lock insert housing inside of the handle. Leak is present between the inner shaft and the tether lock insert housing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the delivery system exhibited excessive leaking when injecting contrast and heparinized saline. Leaking was noted from the seam below the locking mechanism and some from the tether hole. The physician unlocked and relocked the handle in attempt to gain competency of the valve inside. It did not improve the amount of leaking. When injecting 50 percent contrast, most of it when out of the handle and not forward into the patient, which made it difficult to visualize septal placement. The delivery system was removed. No patient complications have been reported as a result of this event.